Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient presented with symptoms of dizziness associated with a syncopal episode. The health care professional (hcp) noted that the patient is in atrial fibrillation (af) and the device is ventricular pacing, however, the rv pacing wasn't showing up on the brady stored electrogram (egm) and the hcp was concerned that the patient had asystole. A boston scientific technical services (ts) consultant was contacted and discussed that brady egms should not be used to assess capture. Ts discussed using the automatic capture (ac) algorithm to assess capture on a beat to beat basis. The hcp confirmed the patient's threshold measurements have remained low. Ts discussed further options to monitor the patient's rhythm going forward. It was also noted that the patient has developed a more chronic af, so ts discussed that may be contributing to the patient's symptoms. At this time, boston scientific has no evidence of a device or lead based issue as all measurements were reported normal. The patient was given a holter monitor. No additional adverse patient effects were reported.